Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, there was little calcification on the native valve and the valve dislodged supravalvular immediately upon implant. Subsequently, a second 29 mm valve was successfully implanted under the first valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.